Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism separation was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the device. The safety plate was detached from the needle shaft. Microscopic inspection of the detached safety mechanism revealed that the metal sleeve was present. Deformation was observed along the inner edge of both the sleeve and the plastic collar. Microscopic inspection of the needle revealed longitudinally aligned scoring marks along the shaft. The safety mechanism sleeve ID, needle od and needle bevel angle were all measured and found to be within manufacturing specifications. The longitudinal scoring marks and sleeve deformation suggested that forceful activation of the safety may have contributed to the observed; however, forceful removal of a non-complainant safety mechanism resulted in a measurable change in the needle bevel angle, suggesting that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal, the needle separated with the needle base.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal, the needle separated with the needle base.